Event description:
It was reported that the needle retraction button is sticking on the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: per customer: two of our doctors have used a catheter (333-381812) from lot 2242830 and have experienced the same problem. The needle retraction button is getting stuck when pushed and the needle is not fully retracting.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle retraction button is sticking on the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: per customer: two of our doctors have used a catheter (333-381812) from lot 2242830 and have experienced the same problem. The needle retraction button is getting stuck when pushed and the needle is not fully retracting.